Event description:
After pipetting an antibody screening plate on summit the technician noticed low sample volumes in wells a6 through h6. No error was generated by the summit. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00465344.